Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A visual and dimensional inspection was performed on the returned device. The reported material separation and deformation due to compressive stress (kinked shaft) were confirmed. The reported failure to advance and difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. PMA/510k correction: date received by mfg on initial report should have been 08/29/2019 and not 08/22/2019.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported the procedure was performed to treat a lesion in the heavily calcified, moderately tortuous, 100% stenosed proximal left anterior descending coronary artery. A 3.5x38mm xience prime stent delivery system (sds) was advanced, but despite several attempts, the sds failed to cross due to the anatomy. The shaft was noted to be kinked; therefore, the sds was removed and some resistance was noted with the anatomy. During removal, the distal shaft separated outside the anatomy. Another same size xience prime stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.